Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 35-year-old female patient who had essure (batch no. 628222-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, menorrhagia, cramp in lower abdomen, hyperlipidemia, hypertensive heart disease, mental disorder, penicillin allergy, dysmenorrhea and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-uterus). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment given for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occluded bilateral tube. Lot number reported (628222) is not valid. Most recent follow-up information incorporated above includes: on 9-apr-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 35-year-old female patient who had essure (batch no. 628222-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, menorrhagia, cramp in lower abdomen, hyperlipidemia, hypertensive heart disease, mental disorder, penicillin allergy, dysmenorrhea and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-uterus). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment given for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occluded bilateral tube. Lot number reported (628222) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 35-year-old female patient who had essure (batch no. 628222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, menorrhagia, cramp in lower abdomen, hyperlipidemia, hypertensive heart disease, mental disorder, penicillin allergy, dysmenorrhea and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), psychological trauma ("psych injury"), post procedural complication ("post procedural complication") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy-uterus). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma, post procedural complication and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment given for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occluded bilateral tube. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received: reporter, lot number, medical history and lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), psychological trauma ("psych injury"), post procedural complication ("post procedural complication") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy-uterus). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma, post procedural complication and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment given for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: previously reported event ¿injury¿ was deleted. The events ¿medical device removal¿, ¿pelvic pain¿, ¿genital abnormal bleeding¿, ¿psych injury¿ and ¿post procedural complication¿ were added. Patient date of birth was added. Reporter information was added. Case category changed to valid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.